Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8169626. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200767064] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas jp didn't draw up medication during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "the syringes didn't draw drug."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 0.3 ml 30ga 8 mm 7bag 420cas jp didn't draw up medication during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringes didn't draw drug."